Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated uterus") and device expulsion ("migrated and perforated uterus/ migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, penicillin allergy, bipolar disorder, chronic back pain and anesthesia. Her mat grandmother had a hysterectomy as result of a cancerous tumor but she was unsure where it was located and how it started. Concurrent conditions included anesthesia, hyperplasia endometrial, myometritis, uterine disorder, adenomyosis, nabothian cyst (cervix - nabothian cyst) and chronic salpingitis. Concomitant products included ibuprofen for pain, paracetamol (tylenol) for shoulder pain and knee pain as well as cyclobenzaprine, epinephrine, ibuprofen (motrin), lidocaine and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("menstruation complications"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic reactions"), migraine ("migraines / headaches,"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain") and gastrointestinal injury ("possible bowel injuries"). The patient was treated with surgery (supracervical hysterectomy (uterus only) remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, abdominal pain, menstrual disorder, menorrhagia, vaginal haemorrhage, hypersensitivity, migraine, headache, fatigue, alopecia, weight increased and gastrointestinal injury outcome was unknown and the pelvic pain, dyspareunia and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. There were 16 coils of essure seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Mammogram - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: essure implants are within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated uterus /perforation (uterus)") and device expulsion ("migrated and perforated uterus/ migration of essure device location of device: uterus") in a 38-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, penicillin allergy, bipolar disorder, chronic back pain and anesthesia. Her mat grandmother had a hysterectomy as result of a cancerous tumor but she was unsure where it was located and how it started. Concurrent conditions included anesthesia, hyperplasia endometrial, myometritis, uterine disorder, adenomyosis, nabothian cyst (cervix - nabothian cyst) and chronic salpingitis. Concomitant products included ibuprofen for pain, paracetamol (tylenol) for shoulder pain and knee pain as well as cyclobenzaprine, epinephrine, ibuprofen (motrin), lidocaine and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 27 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches,"), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("menstruation complications"), hypersensitivity ("allergic reaction") and gastrointestinal injury ("possible bowel injuries"). The patient was treated with surgery (supracervical hysterectomy (uterus only) remove essure) and surgery (supracervical hysterectomy (uterus only) remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, migraine, headache, fatigue, alopecia, weight increased, depression, anxiety and bacterial vulvovaginitis had resolved and the menstrual disorder, hypersensitivity and gastrointestinal injury outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vulvovaginitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. There were 16 coils of essure seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion mammogram - on (B)(6) 2014: negative ultrasound pelvis - on (B)(6) 2014: essure implants are within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received: added new events: bacterial vaginitis, depression and mental anguish and updated event details. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated uterus") and device expulsion ("migrated and perforated uterus/ migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, penicillin allergy, bipolar disorder, chronic back pain and anesthesia. Her mat grandmother had a hysterectomy as result of a cancerous tumor but she was unsure where it was located and how it started. Concurrent conditions included anesthesia, hyperplasia endometrial, myometritis, uterine disorder, adenomyosis, nabothian cyst (cervix - nabothian cyst) and chronic salpingitis. Concomitant products included ibuprofen for pain, paracetamol (tylenol) for shoulder pain and knee pain as well as cyclobenzaprine, epinephrine, ibuprofen (motrin), lidocaine and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation complications"), hypersensitivity ("allergic reactions"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches,"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), headache ("headaches") and gastrointestinal injury ("possible bowel injuries"). The patient was treated with surgery (supracervical hysterectomy (uterus only) remove essure) and surgery (supracervical hysterectomy (uterus only) remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, fatigue, alopecia, weight increased, abdominal pain, headache and gastrointestinal injury outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. There were 16 coils of essure seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Mammogram - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2014: essure implants are within the endometrium . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet received. Outcome updated to recovering for pelvic pain, dyspareunia and dysmenorrhoea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated uterus /perforation (uterus)') and device expulsion ('migrated and perforated uterus/ migration of essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant, penicillin allergy, bipolar disorder, chronic back pain and anesthesia. Her mat grandmother had a hysterectomy as result of a cancerous tumor but she was unsure where it was located and how it started. Concurrent conditions included anesthesia, hyperplasia endometrial, myometritis, uterine disorder, adenomyosis, nabothian cyst (cervix - nabothian cyst) and chronic salpingitis. Concomitant products included ibuprofen for pain, paracetamol (tylenol) for shoulder pain and knee pain as well as cyclobenzaprine, epinephrine, lidocaine and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced migraine ("migraines / headaches,"), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("menstruation complications"), dermatitis allergic ("allergic reaction/rash/skin condition"), gastrointestinal injury ("possible bowel injuries"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (supracervical hysterectomy (uterus only) remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, dermatitis allergic, migraine, headache, fatigue, alopecia, weight increased, depression, anxiety, bacterial vulvovaginitis, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, gastrointestinal injury and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bacterial vulvovaginitis, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. There were 16 coils of essure seen. Discrepancy note for date(s) of insertion: (B)(6) 2010 plaintiff received treatment for pain, bleeding, migration, perforation, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Mammogram - on (B)(6) 2014: results: negative. Ultrasound pelvis - on (B)(6) 2014: results: essure implants are within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated uterus /perforation (uterus)') and device expulsion ('migrated and perforated uterus/ migration of essure device location of device: uterus') in a 38-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant, penicillin allergy, bipolar disorder, chronic back pain and anesthesia. Her mat grandmother had a hysterectomy as result of a cancerous tumor but she was unsure where it was located and how it started. Concurrent conditions included anesthesia, hyperplasia endometrial, myometritis, uterine disorder, adenomyosis, nabothian cyst (cervix - nabothian cyst) and chronic salpingitis. Concomitant products included ibuprofen for pain, paracetamol (tylenol) for shoulder pain and knee pain as well as cyclobenzaprine, epinephrine, lidocaine and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months 27 days after insertion of essure. On (B)(6) 2010, the patient experienced migraine ("migraines / headaches,"), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstrual disorder ("menstruation complications"), dermatitis allergic ("allergic reaction/rash/skin condition"), gastrointestinal injury ("possible bowel injuries"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candida vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (supracervical hysterectomy (uterus only) remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, dermatitis allergic, migraine, headache, fatigue, alopecia, weight increased, depression, anxiety, bacterial vulvovaginitis, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the menstrual disorder, gastrointestinal injury and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, bacterial vulvovaginitis, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. There were 16 coils of essure seen. Discrepancy note for date(s) of insertion: (B)(6) 2010 plaintiff received treatment for pain, bleeding, migration, perforation, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Mammogram - on (B)(6) 2014: results: negative. Ultrasound pelvis - on (B)(6) 2014: results: essure implants are within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, bacterial vaginosis, candidal vaginosis, post removal complications added. Event allergic reaction updated to rash/skin condition we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated uterus") and device expulsion ("migrated and perforated uterus/ migration of essure device location of device: uterus") in a 42-year-old female patient who had essure (batch no. 20208777) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnant, penicillin allergy, bipolar disorder, chronic back pain and anesthesia. Her mat grandmother had a hysterectomy as result of a cancerous tumor but she was unsure where it was located and how it started. Concurrent conditions included anesthesia, adenocarcinoma endometrial, myometritis, uterine disorder, adenomyosis, nabothian cyst (cervix - nabothian cyst) and chronic salpingitis. Concomitant products included ibuprofen for pain, paracetamol (tylenol) for shoulder pain and knee pain as well as cyclobenzaprine, epinephrine, ibuprofen (motrin), lidocaine and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 4 years after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain,"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation complications"), hypersensitivity ("allergic reactions"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches,"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), headache ("headaches") and gastrointestinal injury ("possible bowel injuries"). The patient was treated with surgery (supracervical hysterectomy (uterus only) remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, pelvic pain, menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, migraine, fatigue, alopecia, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, headache and gastrointestinal injury outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure. There were 16 coils of essure seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Mammogram on (B)(6) 2014: negative. Ultrasound pelvis (B)(6) 2014: essure implants are within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medically records, new reporter, essure indication permanent birth control by bilateral occlusion of the fallopian and lot number 20208777 were updated, start date ,relevant history, lab data,new events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, fatigue, hair loss , weight gain / loss specify which one: weight gain, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. The event pain clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migrated and perforated uterus") and device dislocation ("migrated and perforated uterus") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) and device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation complications") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (partial hysterectomy and removal of devices). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered uterine perforation, device dislocation, pelvic pain, menstrual disorder and hypersensitivity to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and the device migrated and perforated her uterus. On unknown date after insertion, plaintiff underwent a partial hysterectomy. The event, seen as uterine perforation and device dislocation, is anticipated in essure's reference safety information. The exact time point and mechanism of uterine perforation and device dislocation are not known, however, considering their nature and the implied temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and the device migrated and perforated her uterus. On unknown date after insertion, plaintiff underwent a partial hysterectomy. The exact time point and mechanism of uterine perforation and device dislocation are not known, however, considering their nature and the implied temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. In addition, non-serious events were reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.